Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this attempted lead for left bundle placement was not successfully implanted due to high pacing threshold, and the helix had a lot of tissue when the physician was about to reposition. Furthermore, the physician could not remove all the excess tissue so opted for a new lead instead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a dried body fluid and entwined tissue in the helix housing confirming the reported clinical observation of tissue in the helix. Furthermore, susceptibility of helix fixation tips (both active and passive) to snagging tissue is a known risk. This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted due to high pacing threshold and tissue stuck in the helix. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR no report.

Event description:
It was reported that this brady lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this attempted lead for left bundle placement was not successfully implanted due to high pacing threshold, and the helix had a lot of tissue when the physician was about to reposition. Furthermore, the physician could not remove all the excess tissue so opted for a new lead instead.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that this lead was attempted due to high pacing threshold and tissue stuck in the helix. This observation no longer meets the definition of reportable malfunction. Amending MDR decision to MDR=no report.